Event description:
A "kissing balloon" technique for angioplasty of the distal aorta and common iliac arteries was being done. The device was advanced through another MFR's 8 fr sheath. The physician felt resistance and stated the balloon "disintegrated". Resistance was met in removal of the balloon from the sheath. As a result, the distal portion of the catheter separated. The physician then removed the sheath, balloon and catheter fragment in concert over the wire guide which was in place.